Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: evaluation of the returned device revealed a kink in the sheath assembly from femoral marker to the proximal end. An open hole was observed at the blue sheath near to distal end of the strain relief of the device in the same location of the kink. Fluid was leaking from the blue sheath near to distal end of the strain relief when the catheter was flushed. The fluid was leaking from an open hole in the sheath due to the kink on the leak area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on 9oct2015. It was reported that a hub leak has occurred. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used to visualize the unspecified target lesion. However, upon flushing, it was noticed that water leaked from the connection of the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.